Event description:
Patient states the alarms on his primary controller are very soft. Patient demonstrated power cable disconnect alarm and self-test alarm. With controller fully exposed, alarms are barely audible. With controller within its carrying case, alarms are inaudible. Controller cleaned and speaker holes examined and cleaned out however alarm volume did not improve. Due to the medical necessity of emergency alarms and in discussion with md, primary controller and ebb (emergency backup battery) changed out in clinic today. Once controller was exercise exchanged, new controller self-test completed, and alarms are occurring at appropriate volume.